Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their powered off by itself during a patient event. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter when the reported issue occurred. The patient was being monitored only. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their powered off by itself during a patient event. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter when the reported issue occurred. The patient was being monitored only. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.